Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) broken bottles that leaked sample were observed by the laboratory personnel. The customer stated there was no patient impact. The following information was provided by the initial reporter: "it was reported that customer has blood culture vials product 442021, lot 1104190 that the fluid is leaking from after needle is inserted."

Manufacturer narrative:
H.6. Investigation: bd was unable to reproduce customer¿s experience with bactec product. Photos were provided. Satisfactory results were obtained from retention samples when visually inspected for any cap defect, leakage and/or septum damage. Batch history record review did not identify any evidence for which the customer submitted the complaint. In addition, five (5) samples were randomly selected and inspected with satisfactory results. Vacuum draw test was performed with satisfactory results. Complaint is confirmed based on photos received. No root cause could be identified. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. The specimen must be collected using sterile techniques to reduce the chance of contamination. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) broken bottles that leaked sample were observed by the laboratory personnel. The customer stated there was no patient impact. The following information was provided by the initial reporter: " it was reported that customer has blood culture vials product 442021, lot 1104190 that the fluid is leaking from after needle is inserted. "